Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with 2 gz transmitters. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with 2 gz transmitters. An nk employee was on-site and assisted in resolving the issue, however, no details were provided on how. They believed that the units were not in patient use but he was not exactly sure. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the cns: 2 gz transmitters: model: gz-130p, s/n: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with 2 gz transmitters. No patient harm was reported.